Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived, they tested this consumer with their unk and of blood glucose meter getting a low result. During the call to customer support, it was revealed that the consumer does not control solution test, their test stirps before use as instructed in our directions for use, nor does consumer wash his hands before testing. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for eval.